Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, reported a 32058 error that was occurring on arm #1. The system was power cycled prior to calling with no change. Customer attempted a hard power cycle on the patient side card (psc) with no change. The system was allowing the arm to be disabled and they were able to complete self test. The caller will be speaking with the surgeon to see how they would like to proceed. Clinical sales rep contacted tech support and the error was still present. The caller stated the surgeon will use the system for the first case however, they'll need all four arms for the following procedure and will likely need to delay/reschedule the system if the error remains unresolved. The procedure was completing with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and error 32056 was found. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.